Manufacturer narrative:
(B)(4): articulation gear teeth the analysis showed that the 6tb45 device was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded on the device. The reload was received partially fired. The device was tested for functionality with test reloads on the three articulated positions; on the right and center it fired, cut and formed the staples as intended. However, on the left side the device malformed some of the staples. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, although the first firing was completed without any problems, the closing lever became not to be grasped at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.